Event description:
Healthcare professional reported right side "intracapsular and extracapsular rupture" confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings assessed as surgical damage ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional later reported "bilateral capsular contracture". Confirmed via ultrasound. This report is for the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a6, b.5., d6b., h.6.

Event description:
Healthcare professional later reported "bilateral capsular contracture". Confirmed via ultrasound. This report is for the right side. The device has been explanted.